Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "in the january timeframe 1 out of 12 cassette tubing leaking." Device operator was a physician. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.